Event description:
Customer reported a leak occurred when using the coulter lh 780 hematology analyzer. While troubleshooting an error condition "flow cell voltage /pressure out of specs", the customer noticed a leak of red fluid under the differential mixing chamber on the lh780 instrument. The volume was reported as about 5 ml and the leak was contained. The customer also reported receiving differential vote outs (no test results) at the time the leak was discovered. The operator was wearing a gloves, protective eyewear, and labcoat at the time of the incident. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer technical specialist (cts) instructed the customer to open the front cover of the instrument and check around the mixing chamber and found the tubing had come off under the differential mixing chamber. The customer could not reconnect the tubing so service was requested to repair the instrument. On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found the differential mixing chamber waste line was disconnected which caused the leak. When the tubing became disconnected, the instrument would lose diff pressure causing the differentials to vote out (an error condition without test results) as a result. The fse replaced the tubing through vl48b to resolve the leak and the differential vote outs. The fse also adjusted the hemoglobin lamp voltage due to low lamp voltage readings as incidental service. Identification of failure modes: the failure mode was the differential mixing chamber waste line was disconnected. No erroneous results were generated for this event. Upon recur, the failure mode identified is likely to cause erroneous results for differential results due to improper drain of differential mixing chamber. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).